Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working and could not be started again, even thought a new battery was used. There was no pt harm, however, there was a delay in surgery by approximately 15 minutes, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.